Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the helix of the right ventricular (rv) lead would not fully extend at implant. The lead was removed and replaced successfully with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.